Manufacturer narrative:
Pump received with cracked and bleeding lcd glass. Unable to verify missing segment due to physical damaged to lcd glass. Unable perform excessive no delivery and low reservoir alarm due to bleeding lcd glass. Pump received with minor scratched lcd window, scratched reservoir tube window and cracked reservoir tube lip. (B)(4).

Event description:
Customer reported via phone call that display screen was partially viewable on insulin pump. Customer reported that display screen was gray with a black shadow. Customer also received a no delivery alarm and low reservoir alarm when reservoir was not low. Customer's blood glucose was 234. Insulin pump was dropped. Customer was advised that insulin pump would need to be replaced.